Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = (B)(6). There was no further patient information provided by the customer. The abbott technical representative (tss) reviewed the instrument logs and determined the issue appeared when r2 reagent was added. The tss checked the maintenance logs and found no evidence of a recent probe calibration. The customer was advised to replace and calibrate the r2b probe. There were no additional discrepant results reported on c1600390 after the probe was replaced and calibrated. Return testing was not completed as returns were not available. A review of the architect analyzer, serial number c1600390 service history, revealed no additional erratic or discrepant results reported, nor did it identify any service or complaint issues that may have contributed to this issue. A 12-month review of the architect c16000 systems found no systemic issues or trends for erratic/discrepant results as found in this ticket. A review of historical data for the c16 rgt pr(l)rohs, list number 09d48-03, revealed no trends or systemic issues. The architect system operations manual provides adequate labeling regarding maintenance, component replacement, troubleshooting, and sample preparation / integrity; including, but not limited to, the troubleshooting performed by the tss. Based on the investigation no product deficiency was identified for either the architect analyzer, serial number (B)(4), or the c16 rgt pr(l)rohs, list number 09d48-03.

Event description:
The customer reported falsely elevated creatinine results on two patients generated on the architect analyzer. The results provided were: on (B)(6) 2020 sid (B)(4) initial = 423 umol/l / retest = 155 (reference range 20-107umol/l); sid (B)(4) initial = 656 / 75umol/l. There was no reported impact to patient management.